Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was about a month ago the pt received a lesion where the edge of his ins is. He said if it is touched "just right" it feels like someone is poking him with a needle. Pt said that for the past 3-4 days the lesion is draining and there is blood. Pt said a door hit him very hard on his ins about 2-3 months ago. The patient was redirected to their healthcare provider to further address the issue. Pt has an appointment w/his pcp regarding this on (B)(6) 2020. Additional information was received. It was reported the circumstances that led to the lesion, drainage and bleeding was abrasion of clothing and the location of the stimulator in relation to the belt line. The issue was not yet resolved. The patient had an appointment with their dermatologist on (B)(6) 2021. The patient reported that a year ago he had granuloma, so they moved the ins up because his belt was rubbing on the ins and it seem to help for a straight 6-9 months.